Event description:
It was reported that a drive lock out switch is needed for the tdxsp-mcg power wheel chair. The chair is going in and out of drive lock out. End user was stranded as a result of this issue.